Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon investigation the spot weld was loose on the top side of the battery cell. This prevented the battery from powering on a monitor. The root cause for the loose spot weld was unable to be positively determined, but likely cause by physical abuse. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) year old male patient called zoll customer support to report that he was having a problem with his battery pack. The patient was issued a replacement battery pack.